Manufacturer narrative:
The reported event of ¿the device could not be withdrawn¿ was confirmed. The results of the investigation concluded that the guidewire exit port had been stretched in an outward direction toward the distal end. Functional testing revealed a 0.014¿ guidewire was able to be inserted through the tip of the catheter and out the guidewire exit port with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire exit port damage is consistent with the reported withdrawal difficulties. The cause of the guidewire exit port damage is consistent with damage during use. The dragonfly optis instructions for use states appropriate anticoagulant and vasodilator therapy must be used during the procedure as needed. The dragonfly optis instructions for use states that if resistance is encountered during advancement or withdrawal of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.

Event description:
The dragonfly optis catheter was used in lad#7 with 90% stenosis and severe vessel calcification. Pullbacks were performed two times in pre-pci and one time in post-pci normally. Stenting was performed and a stent balloon was used three times, but the severely-calcified lesion located at the center of the stent was not fully dilated. Post-dilatation was performed four more times with a balloon. After that, another pullback was performed, but it was found out that the center of the stent was still not dilated sufficiently. When the device was attempted to withdraw in order to perform another dilatation, the device got caught on something. Torque was applied and pushing and pulling attempts were made but the device could not be withdrawn. It was thought that it was the gw exit port that was stuck and a micro-catheter was advanced from the guidewire up to the exit port and then pulled out, but the dragonfly still did not move at all. Then a guidewire was advanced and a balloon was dilated near the exit port. The situation did not change with the first dilatation. When a larger sized balloon was dilated, movement of the device was confirmed on the angiogram. The dragonfly optis catheter was retrieved successfully by pulling the device out slowly. No fracture occurred on the device. The procedure was completed without using another dragonfly catheter. No consequences occurred on the patient. No additional information is expected. Patient specific information of patient identifier, age or birthdate, gender, and weight are not available for this complaint.